Manufacturer narrative:
Following our receipt of the one returned used sensor and performed a visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings. Also, failed eis 1024 hz with low readings. See attached file for results. Placed sensor on the microscope and found the cracks on the gold trace. In summary, the customer complaints of unexpected sensor alarms were confirmed during the bicarbonate buffer testing with high isig readings and low eis 1024 hz, found damaged as seen under the microscope. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported multiple issues like a discrepancy between sensor glucose and blood glucose which is not within range, unexpected suspend (low sensor glucose), change sensor alert, sensor updating alert and calibration not accepted alert. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884. Troubleshooting was performed. The sensor glucose value was 50 mg/dl, and the blood glucose value was 110 mg/dl, resulting in a difference of 60 mg/dl. This difference was outside the target range, and insulin delivery was suspended due to the low sensor glucose value (50 mg/dl), triggering a suspend on low/suspend before low event. Low limit in the sensor settings was 50 mg/dl. No harm requiring medical intervention was reported. Mmt-7040a was requested, and the customer response was the device will be returned. No product return is required for mmt-1884.